Event description:
It was reported that the orthopedic surgeon had problems, on two separate occasions, with the arthroscopy pump. The account reports that the pump was sent in for repairs within the last three months. The last and most recent event led to the spread of joint lavage fluid in the subcutaneous tissue, of approximately 5 cm in diameter.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.